Event description:
The patient came in reporting stiffness and the cause is unknown. At about 3 months from primary the surgeon performed a synovectomy and downsized from an 11 to a 10mm poly. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 november 2022: lot 2108905: (B)(4). Expiration date: 2026-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.